Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating that the defib test failed. There was reportedly no patient involvement. The device defib test has malfunctioned, resulting in repeated problems with the same error. To address the issue, a replacement restored therapy ii pca kit was ordered. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips received a complaint regarding the philips heartstart mrx defibrillator, indicating that the d pap test failed. There was reportedly no patient involvement. To address the issue, a replacement restored therapy ii pca kit was ordered. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.